Manufacturer narrative:
(B)(4). Device manufacture date: this device was manufactured in september 2016. Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6238794. Bd received 22 customer samples. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. Conclusion - based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that there have been multiple instances of the safety shield popping off the suspect device when the phlebotomist attempts to close it over the needle. It was noted that the hinge and shield do not appear to be broken. Per report, three device were involved. No injury was reported.